Event description:
The customer reported to vyaire medical noticed that the 02 is going out of spec when in compressor. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for evaluation. Therefore, no root cause could be determined. However, the technical support advised to check tha calibration for the o2 blender but most likely the gde (gas delivery engine) is the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for evaluation. Therefore, no root cause could be determined. However, the technical support advised to check tha calibration for the o2 blender but most likely the gde (gas delivery engine) is the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical noticed that the 02 is going out of spec when in compressor. At this time, there is no information regarding patient involvement associated with the reported event.